Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag, list number 08p08-22, that has a similar product distributed in the us, architect hbsag list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hbsag results for a patient who was diagnosed with acute hepatitis b in (B)(6) 2019. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): (B)(6) 2023 hbsag result = 0.00 iu/ml (nonreactive). (B)(6) 2023 hbsag result = 0.00 iu/ml (nonreactive). (B)(6) 2024 hbsag result = 0.00 iu/ml (nonreactive). Other result provided: (B)(6) 2023 hbcab (pha method) = positive. (B)(6) 2023 hbcab = 7.3 (positive). There was no impact to patient management reported.

Event description:
The customer observed false nonreactive alinity I hbsag results for a patient who was diagnosed with acute hepatitis b in (B)(6) of 2019. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): (B)(6) 2023 hbsag result = 0.00 iu/ml (nonreactive), (B)(6) 2023 hbsag result = 0.00 iu/ml (nonreactive), (B)(6) 2024 hbsag result = 0.00 iu/ml (nonreactive). Other result provided: (B)(6) 2023 hbcab (pha method) = positive. (B)(6) 2023 hbcab = 7.3 (positive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. The overall performance of the alinity I hbsag assay was reviewed using field data from customers worldwide. The likely cause lot is unknown in this case; however, review of the within date lots show that all median values are within ±2sd of the mean indicating that the lots are comparable and performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labelling, if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. In this case no hbsag measurement data were provided for 2019 when the patient was diagnosed with acute hbv infection. Negative results were reported from (B)(6) 2023 onwards but this may be due to the natural progression of the disease, indicating resolution of acute infection. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent for lot number unknown.